Event description:
Related manufacturer reference number: 2017865-2022-44073. It was reported that the patient presented with bacteremia and osteomyelitis with vegetation. The vegetation was noted on the atrial lead. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead, and right atrial lead.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.